Event description:
It was reported, when doctor tried to implant screw, it got stuck on the k-wire and we could not get it off.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.